Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the inserter released the cage although the silver colored handle was not turned to the safety ring. After a 1/3 turn the cage was released and set free from the inserter. No adverse consequences for patient, only there was less than five (5) minutes surgical delay. Procedure was finished successfully. Concomitant device reported: unk cage/spacers (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) t-pal advanced applicator inner shaft this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. The device was forwarded to the product development center for evaluation with following result: functional test with 03.835.521 lot 3l09323 (complaint part) and 03.812.520 applicator outer shaft and 03.812.004 knob performed according to stg (surgical technique guide) and dai (disassembling/assembling instruction). 03.812.520 and 03.812.004 lubricated according to dai and assembled. 03.812.521 loaded into 03.812.520 + 03.812.004. Knob 03.812.004 tightened into implant loading position. Implant loaded to t-pal applicator assembly and closed according to implant insertion position straight and rigid. Knob opened into first position for implant pivoting. Implant was pivoting and still secured to applicator. Not possible to detach from applicator assembly. Sleeve pulled and knob opened into implant release position of advanced t-pal applicator assembly. Implant detached from applicator assembly as intended. No failure as described in the complaint description observed. Function as intended and according to stg / addendum and dai. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The complained malfunction could not be replicated during the performed pd evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. A device history record (DHR) review was conducted: part number: 03.812.521. Lot number: 3l09323. Manufacturing site: hägendorf. Release to warehouse date: 13. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the released cage was placed in the right position.